Event description:
A (B)(6) male pt called zoll customer support to report a service code 102 (charge profile fault). Zoll customer support provided the pt with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation resistor r45 was open on the c/a board, which caused the service code 102. The cause for the open r45 resistor was a broken lead on high-voltage capacitor c21 on the defibrillator board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken lead on c21. The pt received a replacement monitor.